Event description:
It was reported that 2003 two taxus express2 drug-eluting stents (3.0 x 16 mm, 3.0 x 20mm) were implanted in the left anterior descending coronary artery and an express stent (2.5 x 16mm) in the circumflex coronary artery. The procedure went well. The patient returned 3 days later with prolonged chest pain and EKG changes compatible with an anterior myocardial infarction. Angiogram revealed coronary spasm affecting the lad, 1st diagonal and the circumflex arteries. The patient underwent thrombolysis with subsequent permeability of the three stents. Nine days later the three stents were again noted to be occluded. The patient was angina free at discharge. Same case as manufacturer's # 6000089 2003 00680 and 6000089 2003 00681